Event description:
It was reported that during a transcatheter aortic valve implantation procedure for a patient with severe aortic stenosis, history of syncope, diabetes, renal impairment, high gradients through the aortic valve, reduced ejection fraction, and a type 1 bicuspid valve with a calcified nodule in the annulus and left ventricular outflow tract calcium, an initial pre-dilatation was performed with a balloon. The transcatheter aortic valve was implanted in a high position and appeared very constrained around the circumference. There was discussion regarding the risk of foreshortening and valve dislodging during post-dilatation. Post-dilatation resulted in the valve dislodging upwards into a supra-annular position, causing aortic regurgitation, though the patient remained stable. The dislodged valve was snared into a higher position in the ascending aorta. A second pre-dilatation was performed, and a second valve was implanted successfully. The patient remained stable throughout and was well upon leaving the lab. An aortogram at the end of the procedure showed the aorta was intact.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: heart valves. Product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the post balloon dilation was performed due to the valve being constrained. During the post dilation, rapid pacing was performed at a rate of 180-200 beats per minute (bpm).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying the aortic regurgitation observed was paravalvular leak (pvl).